Event description:
It was reported that about one month post implant, perforation or imflammation of the apex was suspected. There was no pericardial effusion. A few weeks later, there was an increase in pacing thresholds and a decrease in ventricular sensing. Attempts to reposition the lead were unsuccessful due to a broken helix.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead tip stiffness was within specification.